Event description:
Information was received that reported a patient was hospitalized in 2009, due to an incident of hyperglycemia. The reporter states on event date, the patient's blood glucose was >500. She was brought to the hospital and was treated with IV fluids and insulin. Upon admission her blood glucose reportedly was 1000 mg/dl. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.